Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected with 1 ml of juvéderm® voluma® with lidocaine in the left temple. The injector aspirated 30 seconds. The patient complained of slight blurry vision in the left eye approximately 5 minutes after the filler had been placed in temple. The patient was treated with 1500ui hyalase® in 2ml of 2% lidocaine into the left temple. Minutes later, another 1500 units hylase® were used were used in the orbital area. A total of 3000ui hyalase® was used. The event resolved on the same day.